Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. E1: facility name "(B)(6)" h3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged and the lens was scratched. No issues were found in the event history log. Functional testing found the upstream occlusion (uso) sensor was defective. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso sensor was damaged and the uso sensor was defective. The dso seal and uso sensor was replaced.

Event description:
It was reported that a device was returned for repair. There was unknown patient involvement. Analysis found the downstream occlusion (dso) seal was damaged.